Event description:
On december 6, there was a revision orthopedic procedure in (B)(6) where djo/enovis implants were involved. An (B)(6) djo/enovis sales representative was present at the procedure to assist with the removal of the orthopedic hip implants. The staff and another medical device representative asked the djo/enovis sales representative if they needed any information from the explants or pictures of the explants. The djo/enovis representative responded by saying no. The other medical device representative questioned the djo/enovis representative, asking if they write revision reports for the orthopedic revision surgeries and the djo/enovis representative said they are not required to do that. It was told to that representative the FDA requires all medical device companies to report their revisions and that their company should provide them with a form to fill out for all revisions. The djo/enovis representative said their distributor doesn't have them report revisions. As a concerned medical professional, writing to encourage the FDA to have djo/enovis produce proof of their product revision reports within the last 3 years when their product was being revised/removed in (B)(6). Secondly, this interaction and event was described to a stryker representative in (B)(6) and that stryker rep also stated that they do not write revision reports when their product is being revised. It would be encouraged to do the same process with the company stryker in (B)(6) and have them produce implant revision reports as this is a requirement for all companies for all revisions by the FDA. This creates a problem in properly tracking the effectiveness of orthopedic medical devices and is knowingly leaving out reports of revisions on orthopedic medical devices to shield the medical device companies from recalls and removal of products. Also, knowing about potential problems with their implants and then being able to correct and make improvements. Thank you. Reference reports mw5165631, mw5165632, mw5165634, mw5165635.